Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10 suggested component code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain, instability and acetabular loosening. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient was revised twenty-five (25) years post implantation due to pain, instability and loosening. The head, shell, liner, and screws were exchanged without complications. The stem remained implanted.

Manufacturer narrative:
(B)(4). D10: unknown shell, unknown screw, unknown liner, unknown stem. G2: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.